Event description:
It was reported that the pump touch screen displayed lines on both sides, limiting the ability to read it. There was no adverse impact to the customer's blood glucose level. The customer continued to use the current pump for insulin therapy.